Event description:
It was reported by the customer that a bd pyxis anesthesia es system did not communicate, causing a delay of 25 minutes during a procedure. Customer was not able to supply required medication's information and no other information was released by the customer regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, h4, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-apr-2022 to 04-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the reported issue occurred due to the cable not being connected properly. The field service engineer reseated the hard drive sata cable on the docking board and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system did not communicate, causing a delay of 25 minutes during a procedure. Customer was not able to supply required medication's information and no other information was released by the customer regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the reported issue was caused due to cable assembly. The field service engineer reseated the hard drive sata cable on the docking board and rebooted the station to resolve. The system was functional as intended.